Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(4) - triluminate pivotal. Patient ID: (B)(6). It was reported that on (B)(6) 2024, the patient presented with tricuspid regurgitation (tr) grade 4 with myxomatous leaflets and annular dilatation, quadricuspid (2 posterior leaflets) anatomy. The patient had crossed over from the medical arm (no clip) of the trial to the clip arm. This was the index procedure. Two triclips were successfully delivered and deployed, reducing the tr to grade 2. On (B)(6) 2024, tr grade 2 and 3 were noted, along with a single leaflet device attachment (slda) on a follow-up echocardiogram. No treatment was reported. Per physician, the slda was due to patient anatomy, multi-scalloped septal leaflet. The patient remains stable with no clinically significant change.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported single leaflet device attachment (slda) was due to patient anatomy. The reported recurrent tricuspid regurgitation (tr) was a cascading event of the reported slda. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.